Manufacturer narrative:
The arterial luer was returned with approximately 3 cm of extension tubing attached. Visual inspection confirmed the complaint. The distal end of the tubing was clamped with hemostat and flushed with water. A small pin hole leak was noted approximately 2 cm from the end of the luer. When viewed under magnification it appears the hole was created by an external puncture, such as a needle stick. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test at the end of the process which would have detected the leak if it was present at that time. A root cause cannot be determined but is not likely related to the manufacture process. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter was exchanged over a guidewire but during hemodialysis the same day small holes were noted in the extension line, resulting in blood leaking.